Event description:
The manufacturer received information alleging a trilogy 100 ventilator ac power connector was inoperable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's ac inlet connector required replacement to address the issue. However, no repairs were completed because the device was scrapped. Additional findings not related to the malfunction/issue, the nurse call cable needed replaced and the handle also needed replaced.